Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of a right and left femoral vessel using the pre-close technique prior to an iliac aneurysm intervention. Reportedly, two proglide did not work in step 3 [removing the plunger] in the right femoral vessel. The sutures of two new proglide devices were successfully pre-placed in the right access site. Two proglide devices were placed in the left femoral vessel. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the right femoral. In the left femoral vessel, two proglide sutures did not work as the sutures were externalized. Two other proglide sutures were deployed yet did not achieve hemostasis in the left. Surgical intervention achieved hemostasis in the left femoral vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.